Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the introducer needle fractured while in the body. The customer's blood glucose was 186 mg/dl. The customer reported that sensor needle was broken prior to insertion. Customer reported that the introducer needle was no longer in the body. Customer reported that they was not received medical treatment as a result of the needle fracturing while still in the body. The sensor will not be returned for analysis.